Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote balloon catheter with no packaging or other devices. The catheter was visually and tactilely inspected. Magnified inspection of the shaft revealed that there was shaft damage at the exit notch, consistent with damage due to guidewire interaction. There was blood in the inflation lumen. Examination of the balloon under magnification revealed a balloon pinhole 30mm from the distal balloon waist. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. There was no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 10 atmospheres on the second inflation. No segment of the balloon was detached and remained inside the patient after it ruptured. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.